Event description:
It was reported that a very old calcitek spline implant was being removed due to significant bone loss. The implant is not being returned as the implant was disposed of. Customer reported that they do not have the implant information because they did not place it, but it was successfully removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, gender unknown / not provided, patient weight unknown / not provided , brand name unknown / not provided , lot/serial # unknown / not provided, device expiration date unknown / not provided, device UDI number unknown / not provided, implant date unknown / not provided , explant date unknown / not provided , last name unknown / not provided, PMA/510(k) number unknown / not provided, device manufacturer date unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone loss). As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative.